Event description:
In 2009, two doctors alleged to ormco corporation that they had tooth breakages in two different patients from the debonding of orthodontic damon 3mx brackets that had been cemented using grengloo dental cement. No other information was provided.

Event description:
In 2009, a doctor alleged to ormco corporation that a patient's tooth #41 broke after the debonding of an orthodontic damon 3mx bracket that had been cemented using grengloo dental cement.

Manufacturer narrative:
The doctor reported that the patient's tooth broke at the lower 1/3 of the tooth and that there was some bleeding at the pulp of the tooth. After four days from the tooth breakage, the patient's tooth was devitalized and required endodontic treatment. The doctor reported that the patient is now doing fine. The doctor reported that she discarded the bracket involved in the alleged incident and will not return the bracket to ormco corporation. Therefore, no evaluation will be performed. This is the final report.

Manufacturer narrative:
No other information was provided. A follow-up request has been made to get additional information from the doctors and to return the products to ormco corporation for evaluation. This is the first MDR report of the two incidents reported.